Manufacturer narrative:
(B)(4). The device is currently shipping from user facility to (B)(4) for investigation. A follow-up report will be provided when the examination results are available.

Event description:
As reported by the user facility ((B)(4)): we received an incident report from (B)(6) hospital regarding one syringe pump in (B)(6) 2015 ; this pump is used in nicu ward , the nursing staff takes the total infused volume that delivered to patients every one hour, as shown in hospital's form ( which is filling manually) having this data : (B)(6). The main complaint for this incident that the total volume delivered was decreased at the time 23:00 which is highlighted. I checked the history file and I found there is no event registered in the time between 11:23:39 am and 9:55:49 pm. Right after I received the verbal complaints from the head nurse of nicu, I tried to check the perfusor space, and check the actual performance of the unit. And I didn't see any problem.

Manufacturer narrative:
(B)(4). The history files were read out and analyzed. The indicated behavior was not comprehensible. Thereupon the device was subjected to a visual and functional examination. The sample was found slightly damaged at one of the connectors. The device showed age-based marks of use. The device passed the self test with a positive result, but a strange noise was noticeable while moving. The syringe, which was engaged for testing purposes, was dependably identified and could be selected. Following, a delivery accuracy measurement according (B)(4) was arranged. The device passed the test with a positive result. The inside of the pump revealed some material damages most likely due to a high external force, the drive was damaged. However, the pump operated as intended and the reported failure could not be reproduced. Following is described in the IFU: prior to administration, visibly inspect the pump and the accessories (especially the axial fixation) for damage, missing parts or contamination and check audible and visible alarms during selftest.